Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over four (4) years, since the subject device was manufactured. Based on the results of the investigation, it is not possible, to establish the root cause. However, it is likely, that image was noisy, due to defective video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and device evaluation found the image was noisy due to defective video connector; there was no power due to defective front end unit and printed circuit board; and the polyphenylene sulfide spacer 35 was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the power light is not lighting up on the video system center. The issue was found during a diagnostic gastrointestinal endoscopy. There were no delays and the procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image was noisy due to defective video connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.